Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure damage on the pacemaker was noted. It was noted that the front of the header was cracked and the back part had a circular protusion. The device was not used and replaced. The patient was stable.

Manufacturer narrative:
The device was received at beginning of life range of operation. Visual inspection of the device header indicated cosmetic anomalies, consistent with rework performed during the manufacturing process. A manufacturing anomaly may have occurred that resulted in the reported cosmetic anomalies seen on the header. Further testing was performed to functionally test the device during vibration and temperature cycling and all test results were normal.